Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that during the index trauma surgery the surgeon opted not to use a torque limiter, which is not required, to implant a cortical screw and the top of the screw stripped. That screw was removed. The surgeon decided he wanted to use stainless steel screws instead of the cortical screws and while removing the second cortical screw, the head also stripped. After delay, the surgery was complete successfully.